Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no cassette" alarm. No patient injury reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. Six samples were received for evaluation. Two samples were received in used conditions, without its original packaging, decontaminated and inside in a plastic bag. Four samples were received in unused conditions with its original packaging. During pump tube height testing, the sample was tested to measure the height of the pump tube arch and determine if is under or out of specification following the procedure. Five out of the six samples tested were out of specification. During accuracy testing, the samples received were connected to a pump and the and a balance mettler toledo to look for unusual function. Samples were fully priming and connected without difficultly, the pump was set running and the alarm was not activated. Out of the six samples tested only one failed the delivery accuracy testing. Complaint is confirmed for delivery accuracy test issue. During functional testing, samples were fully priming and connected without difficultly, the pump was set running and no alarms were activated. The complaint is not confirmed for no disposable alarm issues. No root cause for alarm issues; however, for delivery accuracy issue detected trend review in delivery accuracy complaint code an escalation was performed to investigate this failure and determine the root cause for delivery issues. Escalation was initiated under a corrective action preventive action.